Event description:
User was a passenger in a vehicle and the portable oxygen unit she was using tipped over on its side. After several minutes, liquid oxygen traveled up the pt's cannula. Pt received cryo-burns to face, neck, and nose.